Manufacturer narrative:
Diopter: +18.00. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search, lens evaluation. Results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found no visible damage to the lens.there was evidence of dry clear surgical residue. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cq2015a +18.00 diopter collamer three piece lens. It was determined that the lens was stuck to the lid on the vial and they were unable to use. The scrub nurse opened the vial and took the lens off of the cap to inspect it to see if there was anything causing it to stick. No infromation if they found what was causing the lens to stick to the lid of the vial. There was no patient contact.

Manufacturer narrative:
Result: (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (operational problem): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens. Physician report does indicate that any adverse event or condition would have caused damage to the lens. (B)(4).